Event description:
The reporter stated that she sometimes gets the er1 message, and gave no specifics, other than that she would retest until she got a reading. She said "I have never ran control because I did not know there was such a thing."